Manufacturer narrative:
Correction: surgery did not take place on (B)(6) 2023. It took place on (B)(6) 2023.

Manufacturer narrative:
Correction: surgery did not take place on (B)(6)2023. It took place on (B)(6)2023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein it is unknown if the ipg was placed into surgery mode. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.